Manufacturer narrative:
(B)(6). The device was not returned to olympus, an field service engineer (fse) went to the customer site to resolve the issue (unintentional delay in displaying the images). The fse checked settings and there were some default settings that needed to be reset to 1 second. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation: the reported problem was resolved onsite by adjusting the settings to all have the same delay of one second. This complaint was most likely caused by an incorrect setting. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the device was returned to them from a repair, and they observed an unintentional delay in displaying the images. There were no reports of patient harm associated with this event.